Event description:
It was reported by the patient's representative regarding an implantable neurostimulator (ins) that the patient has a defective battery; they could not get the thing to work and that the ins was not working. Caller said that a healthcare provider (hcp) couldn't successfully troubleshoot the issue. Caller said that the product is endangering the patient's health and continued to provide negative feedback about the patient's experience with the ins but did not provide clarification regarding which specific component was defective. Additional information was received from the manufacturer representative (rep). They reported that the patient complains of continued loss of connection with their recharger and is unable to connect with their pt programmer. Possible external/patient factors that may have led or contributed to the issue was noted as a lack of understanding how to use and troubleshoot equipment. Troubleshooting was performed over the phone and rep explained to patient and patient rep how to use the app to read check battery level and find best location. They also instructed the patient and their rep to not to try and use therapy app while recharging. The rep will be meeting in person with patient on nov-10 to review and look at recharging logs. No symptoms were reported.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the patient's comment was clarified to mean that the handset was not connected to the battery. The root was that the patient was trying to use the therapy app while recharging so the device could not connect to the therapy app thus user error. Action taken to resolve the issue as to provide patient education. The issue has been resolved. No logs were not obtained, however, rep reviewed recharging logs and noted that they looked normal, with moments of fair connection. They provided additional education on the best position for the recharger. This has been confirmed with the patient's healthcare provider (hcp).